Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the wire was sticking through the skin right below the implantable neurostimulator (ins) unit. It was stated that it was tiny and felt like a hair but the patient was a wire. The patient had seen a doctor about it before it poked through. Additional information was received from the patient indicating that the location of the wire sticking out was right below the ins on the right side bottom. She had been putting alcohol on their hands in the mean time and trying to keep the area clean because they were afraid of infections. The wire had moved some and was worried that it would shock her. The patient stated that they would not be scheduling any future appointments until the manufacturer and doctor figure it out. Other relevant medical history includes other chronic/intract pain (trunk/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.